Event description:
It was observed that during the device evaluation, the subject device exhibited water tightness lost. There was no patient involvement.

Manufacturer narrative:
The device was returned to the regional repair center for inspection. Based on the results of the investigation, determined the following cause: there is damage on the cable unit, and water tightness is lost. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.